Event description:
On (B)(6) 2013 the lay user/patient contacted lifescan to report the one touch ping meter was giving inaccurately high readings. The sr. Medical surveillance specialist was able to classify the complaint based on the information provided to customer service. On an unspecified date in (B)(6) 2013 the patient obtained the blood glucose reading of 318 mg/dl on the reported meter which she claimed was inaccurately high compared to her expected values. Based on this reading, the patient took a bolus dose of insulin via her pump. Thirty to sixty minutes afterwards, the patient experienced the symptoms of "bottoming out", was quiet, unresponsive, headache and disoriented. The patient was treated with orange juice; she did not seek any medical attention or treatment. The meter, test strips and control solution were replaced. The patient returned the meter and test strips to lifescan for evaluation. The meter passed testing and the complaint could not be reproduced. The test strips passed testing and the complaint was not confirmed. The patient allegedly suffered symptoms suggesting severe hypoglycemia after taking insulin doses based on an elevated meter reading, and received treatment with food. Therefore, this complaint is being reported.

Manufacturer narrative:
The lay user/patient's products have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing on (B)(4) 2013 with no faults found and the complaint could not be reproduced. The test strips were also tested on (B)(4) 2013 and the primary complaint was not confirmed. If any additional information is available, the FDA will be notified in a follow up report. At this time, we consider this matter closed.